Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken output connector; both output connectors were broken. It was also noted that both wires on the liquid crystal display (lcd) were pinched, with the white wire being exposed. Furthermore, the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a follow-up phone call that the external pulse generator (epg) had a broken output connector. The epg has been returned for repair. There was no patient involvement.